Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that air was observed in the file of a cadd® administration set with air-eliminating filter even when it was "purged". No injury was reported. See MFR: 3012307300-2017-01150.